Event description:
Customer posted on our saalt's (B)(4) explaining that they were using their saalt cup when their iud came out. Saalt asked the customer to email us to share more about their experience. Customer emailed saalt and said that it was her first time using the cup when her iud came out. She said she was inexperienced, and that she doesn't know if the suction of the cup pulled out her iud or if she pulled on the strings. She said her obgyn recommended that she doesn't use the cup with an iud again. Saalt requested additional information about their experience but did not hear back from the customer. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.